Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Only photos were available. Results show what appeared to be haze; however verification is difficult without the physical sample. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The product was not returned. Photos were provided and reviewed showing what appeared to be light intraocular lens whitening may be compatible with intraocular lens haze. A determination about visual impact due to the intraocular lens condition (haze) cannot be provided from a photo evaluation. A verification of product malfunction is difficult without evaluation of the physical product.

Event description:
A doctor reported that approximately seven years following an intraocular lens (iol) implant procedure, the patient complained about a "drop in vision." The surgeon reported that the entire lens had turned "turbid" from the anterior and posterior side. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was not returned, it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information have been unsuccessful. (B)(4).